Event description:
It was reported that the customer had a blank screen after she changed the battery on the insulin pump. Customer stated that she received a low battery alert. Customer cleared the alarm and then changed the battery. Customer's blood glucose level was 187 mg/dl. Customer was using an energizer battery. Customer tested with a new battery and nothing appeared on the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer called back and stated that the pump had stopped working and then turned back on. No further assistance needed.

Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates. No blank display or display anomaly noted. All operating currents were normal. No damage inside pump noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.